Event description:
It was reported that x-rays, a dye study, and rotor study were performed and it was confirmed that the proximal segment of the catheter was broken, though the rotors of the pump were seen to be moving. It was indicated that the catheter would be revised, but a date had not been determined at the time of report. The patient had increased pain and was getting less than 50% therapy relief, but was reportedly doing fine and had no injury at the time of report. The device system was used to deliver dilaudid and clonidine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the catheter had been revised on (B)(6). At that time, the catheter was partially removed and a new spinal segment was placed and connected to the existing pump segment. It was indicated that the old spinal segment was left it the patient¿s body. At the time of report, the patient was doing well.